Event description:
The customer reported obtaining low recovery for white blood cell (wbc), red blood cell (rbc), and hemoglobin (hgb) parameters from a normal control run on the coulter act diff analyzer. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed that all parameters were low on all levels of controls. The fse proceeded to replace the mixing bubble check valves, diluent, and lyse syringes but the issue was not resolved. The fse then replaced the aspirate probe to resolve the reported issue and verified the repair as per established procedures. (B)(4).